Event description:
It was reported by the patient that their penile prosthesis (ipp), which was implanted 15 or 16 years ago, had exploded. The patient was implanted with a replacement ipp on the (B)(6) 2018. It is unknown if the explanted ipp was returned for investigation. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.